Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose was 356 mg/dl. The customer reverted to insulin pens for insulin therapy.